Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. This report is filed july 28, 2016.

Manufacturer narrative:
This report is filed june 28, 2016. Registration number (B)(4). Exemption number (B)(4). Implanted device remains.

Event description:
Per the clinic, it was reported that the patient experienced infections and a cyst at the implant site. Treatment with antibiotics (type, date and duration not reported) was reportedly unsuccessful. Clinical management of the patient is ongoing. The implanted device remains.